Manufacturer narrative:
Visual examination of the complaint device revealed that the sheath and the dilator were both bent. A foreign material was also received along with the device which is visually consistent to the inner liner of the sheath. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the kub during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noted that a whole bunch of plastic fragments was coming out from the access sheath. The physician had to flush the fragments to push down what was left in the ureter. The plastic fragments that settled in the bladder was then retrieved using a reusable forcep. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the kub during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noted that a whole bunch of plastic fragments was coming out from the access sheath. The physician had to flush the fragments to push down what was left in the ureter. The plastic fragments that settled in the bladder was then retrieved using a reusable forcep. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.